Event description:
An aneurx stent graft systems was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm approximately 7 years ago. The aneurysm and vessel morphology at the time of implant were not reported. It was reported that there is a proximal type I endoleak. A secondary intervention is scheduled for a later date. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (endoleak), (lack of information, unknown cause of event). Evaluation, conclusion: (lack of information, unknown cause of event).